Manufacturer narrative:
H3: evaluation summary: the service history record was reviewed and indicated that this is the first time that this unit has been returned for service. An evaluation of the kangaroo pump was performed. The unit was triaged, and the reported issue was confirmed. After review, it was determined that the software needed to be updated and there was damage to the battery. The software was update and the battery was replaced. The power connection label was replaced as well due to opening the unit. The pump was tested and the problem was resolved. The pump is working as intended. No further actions are required at this time. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the device was over feeding. Additional information was received stating that the issue happened during testing. There was no patient involvement with the pump. No further details provided.